Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem ((B)(4)) has been confirmed. Upon eval, the trunk connector was missing from the end of the cable. The cause of the missing connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
Zoll customer support reviewed the download of a (B)(6) male pt which revealed several communication time outs and service code 204's. The pt was issued a replacement electrode belt.